Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer's display remained black when powered up. Detailed inspection identified an internal electrical component that was melted resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is march 24, 2006.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects.